Event description:
Literature: rosenfeld dm, trentman t, patel np. Pontine hemorrhage following a recently implanted intrathecal drug delivery system. Pain pract. 2009; 9(4):312-316. Summary: this article presents a study of a pt with stage IV metastatic breast carcinoma implanted with an intrathecal drug delivery system to treat pain due to metastasis. Reportable event: prior to drug delivery implant, the pt was being treated with medications including oxycodone 400 mg daily equivalent dose, gabapentin 1,200 mg/day, and ibuprofen. Intercostal nerve blockade was tried at an outside institution without effect. The pt reported some long-term memory loss including forgetting minor details of recent conversations, but otherwise memory was intact. The pt also had a mild loss of hand fine motor coordination including occasional dropping of objects. The pt had malaise, but no nausea, emesis, headache, visual, or gait issues. Neurologic exam was nonfocal, with appropriate mental status, normal gait, cranial nerves ii-xii intact, 5/5 strength in the upper and lower extremities, sensation intact, reflexes normal, and no dysmetria on finger to nose testing. After extensive discussion, the decision was made to pursue an intrathecal delivery system. Magnetic resonance imaging (MRI) of the thoracic and lumbar spine was negative for metastatic lesions, laboratory studies were unremarkable, and electrocardiogram showed nonspecific t wave changes. Four days after a successful epidural that the pt underwent uncomplicated placement of an implantable pump and catheter with the intrathecal catheter tip placed at t5 under fluoroscopy. The pt was discharged 24 hours after implantation at baseline mental and neurologic condition after increasing the dose of hydromorphone to 0.45 mg/day and bupivicaine to 2.7 mg/day. Supplemental oxycodone extended release was decreased to 25% of pre-implant dose after there were no signs of sedation or mental status changes. The pt was contacted on post-implant day 3 and, though feeling slightly unsteady on her feet, reported excellent pain control, with no reported weakness or other signs. She was instructed to decrease her oxycodone extended release another 50%. On post-implant day 7, the pt returned for routine follow-up, reporting some increased gait unsteadiness, dizziness, mild numbness in her fingers, difficulty concentrating, and a "tuning fork" ringing sensation in her ears. She had no headache or nausea. On examination, she was mildly ataxic, had intact cranial nerves, normal reflexes, and grossly intact motor strength. These symptoms were attributed to intrathecal medication, although it was noted that the hydromorphone dose was low for her level of tolerance, and the bupivicaine dose was low for cns side effects. The infusion was decreased to hydromorphone 0.3 mg/day, and bupivicaine 1.8 mg/day. Two days later, the pt returned to clinic with unchanged gait, dizziness, disorientation, and tinnitus. Exam remained nonfocal. It was elected to turn the pump off for 12 hours and, there was no improvement, imaging would be obtained. Overnight the pt's mental status worsened with increased gait instability, and new onset diplopia. The pt presented to the emergency room sedated, though easily arousable; pupils were equal and reactive; she had vague difficulty in horizontal tracking and had mild nonspecific motor weakness. Noncontrast CT of the head demonstrated an isolated 2.2 x 1.6 cm pontine hemorrhage with normal ventricles. No mass lesion was seen. Hours later, more thorough physical exam noted pupils 2.5 cm and sluggish, complete loss of bilateral lateral gaze, mild dysmetria, decreased hearing, and intact sensory and motor exam. The pt was treated with intravenous dexamethasone and clinically improved. MRI of the brain with and without gadolinium revealed well-circumscribed lesion within the pons with a large amount of surrounding vasogenic edema compatible with metastasis. During admission, the pt developed chest pain with supraventricular arrhythmias, and a transthoracic echocardiogram identified large masses in both left and right ventricles representing likely metastasis. After extensive family discussion, supportive measures were employed, and the pt was discharged with home hospice care. The pt expired post-implant day 20. The pump was left at a minimum infusion rate from discharge until time of death. It was unk if the hemorrhage was related to the lumbar puncture to implant the catheter or it was only coincidental that the metastatic lesion hemorrhaged at that time, and would have occurred regardless of the implant of the device.